Event description:
It was reported that during a training session being done by the customer the cs300 intra-aortic balloon pump (iabp) had a display that was scrambled. After restarting the unit, the issue was gone. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse replaced the flat cable on the video receiver and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse was unable to reproduce the reported failure. However, the fse stated that from experience, the video receiver cable could be the problem. So, the fse replaced the video receiver cable (0012-00-1747) as a precaution. The unit was released for clinical use.